Manufacturer narrative:
(B)(4). The customer reported that the monitor indicates no alarm. No pt harm was reported. This is being reported in an abundance of caution due to the limited available info. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor indicates no alarm. No pt harm was reported.